Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on an unspecified date was 18.3 mmol/l unspecified ketones and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump alarmed for a loss of prime issue. It was reported the cartridge instructions for use were being followed. It was reported the pump alarmed for the issue more than three times with multiple cartridges from the same box; a cartridge from a different box was not used. This complaint is not being reported because the reported health event was attributed to a device malfunction.